Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. Vasospasm is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the patient experienced vasospasm during the procedure that was treated with nimodipine. The vasospasm resolved the same day. 24 hours post-procedure imaging performed revealed a filling defect of the right transverse sinus. This event was reported not to have been related to the sfr4-4-40-10 or to the react catheter but was reported to have a causal relationship to the procedure. Ancillary device: phenom 21 patient medical history: malt lymphoma this event was reported to have been not related to the device but to possibly be related to the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a partial re-occlusion in the right middle cerebral artery at m2 level. This was detected on control CT + cta with neurological fluctuation on (B)(6) 2020. The patient's nihss score of 5 at 16:10h, and was 3 at 19:40h. No actions were taken, and the event resolved on (B)(6) 2020.